Event description:
A malfunction alarm was reported, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any further malfunctions occurred.